Event description:
It was reported that during an anterior resection procedure, the orange arrow was inside the green part of the device. The surgeon removed the red safety and activated the firing trigger. He could not fire the firing trigger plastic to plastic. The firing trigger stopped half way. He did not hear the crunch. The device cut the intestine, but did not staple. It was not possible to create the anastomosis, the surgeon had to remove the rectum and do a permanent colostomy. The patient will be in the hospital for two weeks instead of one week. Surgery was prolonged ninety minutes.

Manufacturer narrative:
Date sent: 10/27/2009. Device was not returned for evaluation.